Event description:
During an atrial fibrillation procedure, the catheter was placed in the left atrium for mapping. After finishing the procedure, the advisor hd grid catheter was removed, and a small amount of heart tissue was between the splines. There was no intervention necessary. Before the procedure, the product was inspected for any issues, and none were found. A straightener was not used with the catheter which goes against the advisor hd grid instructions for use.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter was inserted and removed with the use of a straightener tool in the product performance lab with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the white straightener tool was not used in the removal of the catheter. Arten600331644 ver. B, advisor hd grid catheter instructions for use (IFU) states, "the advisor¿ hd grid mapping catheter, sensor enabled¿ also has a straightener intended to compress and guide the distal paddle into, and withdraw from, the hemostasis valve of an 8.5f minimum introducer sheath." The cause of the reported event is consistent with not following the instructions for use.

Manufacturer narrative:
Additional information: g3, h2, h11 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter had no visual anomalies, and no bls/biomaterial was noted on the returned device. The catheter was inserted and removed with the use of a straightener tool in the product performance lab with no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that the white straightener tool was not used in the removal of the catheter. Arten600331644 ver. B, advisor hd grid catheter instructions for use (IFU) states, "the advisor¿ hd grid mapping catheter, sensor enabled¿ also has a straightener intended to compress and guide the distal paddle into, and withdraw from, the hemostasis valve of an 8.5f minimum introducer sheath." The cause of the reported event is consistent with not following the instructions for use.